Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-15 h6: investigation summary bd received 5 samples were returned by the customer in support of this complaint. The expiry date of the lot number involved was 28th february 2021. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the tubes have expired. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. See h10.

Event description:
It was reported that bd vacutainer® buffered trisodium citrate plus blood collection tubes hemolyzed. The following information was provided by the initial reporter: "hello, please find enclosed the mtv-21n-0090 declaration of material vigilance for one of your devices: name : sodium citrate tube reference : (B)(4). Lot: 0230263 the device is available for expertise. All the blue coagulation tubes arrived hemolysed at the laboratory, during several days . Clinical consequences : delay in treatment, patients have to be repaired."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter address; (B)(6).

Event description:
It was reported that bd vacutainer® buffered trisodium citrate plus blood collection tubes hemolyzed. The following information was provided by the initial reporter: "hello, please find enclosed the mtv-21n-0090 declaration of material vigilance for one of your devices: name : sodium citrate tube reference : 363047, lot: 0230263. The device is available for expertise. All the blue coagulation tubes arrived hemolysed at the laboratory, during several days . Clinical consequences : delay in treatment, patients have to be repaired."